Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Following a fall, patient was experiencing ineffective therapy following recent trauma. Further investigation revealed lead fracture. As a result, surgical intervention was undertaken on b)(6) 2024 where the lead was replaced to address the issue.